Manufacturer narrative:
(B)(4). The customer's report could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
Manufacturer's report date: 08/04/2015. The customer's reported issue of channel disconnects was confirmed. Physical inspection of the pump module noted the instrument seal was intact. The left and right iui connector pins were contaminated/corrosive. Dried white colored fluid residue was noted on the bodies of the connectors. The pump module air-in-line sensor was tested and detected air within spec. The root cause for the reported channel disconnect was the condition of the iui connector pins.

Event description:
Customer reported that the channel "crashes" during surgery. Stated that the channel must be disconnected and replaced. All information is anecdotal as there are no written reports of any specific patient events. Additional information obtained by a cfn clinical practice consultant during a site visit to address channel "crashes". No channel "crashes" or disconnect events were witnessed during the site visit. The iui connectors were inspected. Dried, white residue, green corrosion, and cracks were found on some of the iui connectors. The customer uses pdi sani-cloth af3 germicidal wipes to cleanse the devices. The customer was provided education about the recommended device cleaning process and iui connector cleaning recommendations, inspection, and replacement.